Event description:
It was reported that the light source burned a patient during surgery. The patient recovered soon after surgery.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.